Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic after receiving an alert for non-sustained rv oversensing due to possible myopotential. Attempt to reproduce noise was unsuccessful. It was suggested that noise could have been produced by severe cough. No programming changes were made at the time. The patient will be monitored for non-sustained rv oversensing.